Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. Lot history review could not be performed due to no lot number provided.

Event description:
The event occurred on an unspecified date and involved an unspecified spiros connector. It was reported they had several failed tubing sets since yesterday. There were issues with the spiros that connect to the chemotherapy that had cracked and had to be replaced in additional to failed tubing sets. They are concerned with the number of problems they are having, patient interruption, and exposure of chemotherapy products to our staff.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.